Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of tissue injury, is listed in the mitraclip system instructions for use (IFU), as a known possible complication associated with mitraclip procedures. It should be noted that the mitraclip IFU states that the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. Based on available information, a cause of the reported positioning failure (leaflet grasping ¿ clip not implanted) was due to poor imaging quality. The reported difficult to remove (clip caught on chordae) also appears to be due to difficult imaging. The reported tissue injury was a cascading effect of the difficult to remove. The reported off label use was associated with the use of the mitraclip device on the tricuspid valve. Furthermore, it was determined that using the mitraclip on the tricuspid valve did not cause any effects. The reported image resolution poor was due to equipment limitations. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue injury. It was reported this was a mitraclip procedure performed to treat grade 5 tricuspid regurgitation (tr). There was difficult visualization due to the echocardiogram equipment. The mitraclip delivery system (cds) was advanced to the tricuspid valve. However, the leaflets could not be grasped due to the difficult imaging. The clip was not implanted, and when retracting the cds, it was suspected the clip got caught on chordae, causing a chordal rupture. The cds was removed, and no clips were implanted. Tr remained at 5. The procedure was aborted. No additional information was provided.